Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 (air in line) and se 2367 (fail safe shut down) alarms occurred on the homechoice (hc) machine during dwell 3 of 5. The home patient (hp) was connected and the supply bag was empty. There was solution in the heater bag only. A baxter technical service representative (tsr) assisted the hp and asked if any of the bags had come undone. Per the hp, "no". The tsr explained the alarm and helped the hp clear the alarm by turning the hc off/on to the se 2367. The hp would finish therapy using a manual bag. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.